Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the deterioration and the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the edwards implant patient registry, it was reported that a patient with a 29mm 7000tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of 12 years, two (2) months due to severe deterioration and severe stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve. The patient recovered well and was discharged to home in a good condition on pod #1. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g., surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated h6 type of investigation by adding code-3331.

Event description:
Through the edwards implant patient registry, it was reported that a patient with a 29mm 7000tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of 12 years, two (2) months due to severe deterioration and severe stenosis. The patient was presented with chronic diastolic heart failure. The tmvr was performed with a 29mm 9600tfx transcatheter valve. The patient recovered well and was discharged to home in a good condition on pod #1.